Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the handle was able to recognize the reload, the green button was able to illuminate and surgeon was able to squeeze the handle but stapler would not fire. A new reload was used to complete the case. There was no patient injury.